Event description:
The patient is a 30-year-old male with cardiomyopathy who presented in a pre-support clinical state consistent with scai shock stage e. The indication for use was temporary mechanical circulatory support. On (B)(6) 2026 at 20:50, an impella 5.5 (sn: (B)(6) was surgically implanted via the right axillary artery using an 8 mm graft. During initial attempts, advancement of a 0.035-inch wire through the graft was met with resistance at the graft anastomosis. The catheter and impella 0.018-inch wire were subsequently advanced without difficulty. However, resistance was again encountered while advancing the impella across the graft anastomosis, and the device could not be advanced further. The impella was removed, and inspection of the anastomosis was performed. The surgeon noted a possible arterial dissection at the anastomosis site, potentially related to wire manipulation, though the exact cause was uncertain. The decision was made to remove and replace the graft. Following reattachment of the graft, guidewires and the impella device were advanced without resistance, and the impella 5.5 was successfully implanted. A right radial arterial line was placed at the conclusion of the procedure, with blood pressure measurements correlating appropriately with the existing left radial arterial line. No further intervention was required, and the patient remained hemodynamically stable on support. At the time of reporting, the patient remains on impella support, and survival outcome is undetermined.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
D10 (concomitant medical products) was inadvertently omitted from previous reports and has now been populated accordingly.

Manufacturer narrative:
Additional information was received, and an updated clinical assessment was completed and documented in section b5 (event description). Complaint/patient coding has been revised to more accurately reflect the reported event. As a result, the h6 health effect ¿ clinical/impact and medical device problem coding has been fully updated and should be considered the representation of the reported event. Note: type of reportable event remains unchanged as initially reported.

Event description:
An impella 5.5 device was inserted surgically into the right axillary/subclavian artery in a 30-year-old male patient with a past medical history of coronary artery disease (cad), presenting in heart failure, cardiogenic shock, cardiomyopathy, in scai stage e shock, on extracorporeal membrane oxygenation (ECMO), on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. During the procedure, the physician experienced resistance at the graft anastomosis. Decision was made to remove the graft and start over. On inspection, the physician noted a dissection at the anastomosis site, possibly from the guidewire. The graft was reattached and the impella was advanced without issues. No further intervention was required. While the patient was in the intensive care unit (ICU), the patient was on ECMO with the 5.5. The patient experienced lower extremity neuropathy. The team decided to explant the ECMO and impella. Three days after impella insertion, the device was removed with a bridge to a left ventricular assist device (lvad). The post-procedure outcome is survived at explant. The impella functioned at p-8 at 4.3l/min as intended. Vascular injury is a known adverse event and may be influenced by device-related, patient-specific factors, and/or user technique.

Manufacturer narrative:
Investigation summary: vascular dissection/ nerve compression: the cause of the injury was not determined due to insufficient clinical details. Difficult to advance: the cause of difficult to advance was not determined due to insufficient clinical details.